Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, a review of the production history records could not be performed. The affected product was returned for evaluation by our quality engineer team. The sample consisted of one used q-syte device with a miscellaneous cap attached at the male connection. Visual observation of the q-syte component revealed no damage to the body of the product and the septum was found to be intact. There were no signs of damage or tears at the septum slit. A column tear assessment was completed and no tears were found within the septum column wall. A water leakage test was performed and no signs of leakage were identified when the device was in the actuated or unactuated positions. Leakage from the q-syte may result if damage is produced to the septum slit during the manufacturing process as a consequence of a dull or damaged blade or due to misalignment of the blade or lubricant probe. Regular control checks are completed to ensure these defects do not occur. Based on the investigation results, no manufacturing related defect could be identified and therefore, an exact cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter: leakage at the joint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter: leakage at the joint.